Event description:
Ventricular over and undersensing noted on some egms. Patient had true vt/vf with occasional over/undersensing. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).